Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.6, 1.9, lab: 10.0. Lab draw done within one hour of inratio testing. Pt was bleeding from nose to pillow.